Event description:
(B)(4) it was reported by the consumer that after installing glide tips on the (B)(4) walker it became slippery, resulting in a fall and bruising on his arm. No medical attention was sought. Should we receive additional information, this file will be revised, and pertinent supplemental report will be submitted.